Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed. The procedure date is unknown. According to the complainant, post procedure, the internal bolster detached from the tube. Reportedly, no part of the device detached inside the patient. It is unknown what was performed after the bolster detachment. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed. The procedure date is unknown. According to the complainant, post procedure, the internal bolster detached from the tube. Reportedly, no part of the device detached inside the patient. It is unknown what was performed after the bolster detachment. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2018 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed that the external bolster was broken. Only the external bolster which was separated from the rest of the device was returned. The broken section presented a surface with marks and irregularities indicating excess force was applied to this section of the unit. The complaint was consistent with the reported event of internal bolster detached. It is most likely that user applied excess force to the device causing its breakage and the detachment of the bolster could have been easily caused by the broken condition of this section of the device since with this damage present the bond between the tubing and the bolster will fail. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.